Event description:
During a regular follow up it was impossible to interrogate the device.

Manufacturer narrative:
Upon receipt, the device could be properly interrogated. The device interrogation revealed the battery status bol and three charging cycles were documented in the device memory. However, a message indicating an elevated current consumption was displayed upon interrogation with the programmer. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapy was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. For further analysis, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently the current consumption of the electrical module was investigated under different working conditions and temperature environments. Thereby an intermittent elevated current, dependent on the test conditions, was identified which could be attributed to an integrated circuit. The measured current was only slightly elevated and the safety mechanism of the device functioned as expected, displaying a notification message upon interrogation. In conclusion, the device could be interrogated during the analysis using a clinical programmer. However, a slightly elevated current consumption was identified, which led to a notification message upon interrogation. The slightly elevated current consumption could be confirmed and attributed to an integrated circuit of the electronic module. Based on the analysis results all therapy functions of the ICD were available while the device was implanted and in service.